Manufacturer narrative:
The sample was returned on 2017-04-04 and it was investigated in the complaints laboratory at the site in (B)(4). A vkmo 10000 quadrox-I neonatal with reservoir was delivered and the examination found no clots visible on the blood inlet and blood outlet side and furthermore, no clots were washed out during rinsing. The sample was then sent to the qa laboratory for further testing. The performance tests were carried out and the sample passed all three; o2 transfer rate, co2 transfer rate and the pressure drop test. The failure could not be confirmed as the product worked to specification. Therefore, it is thought that the issue with the gas exchange is of a clinical nature and due to the many clinical factors that could be involved, a definitive root cause cannot be determined. A DHR review of the lot was performed and the investigation found no abnormalities and all the controls were completed in accordance with the process control form. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "gas exchange failure was realized while hlm is operating." (B)(4).